Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip was bent, causing a side to side misalignment of the instrument grips. There was a .028 offset at the tips, indicating overloading. Engineering concluded the damage was likely due to mishandling / misuse. Additional observation not reported was a frayed grip cable at the distal idler pulley. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. The same grip cable was derailed at the distal idler pulley. The grips could still open and close, but movement may not have been precise. The cable derailment was likely due to the cable losing contact with pulley during wrist articulation. There were scratches on the surface of the distal pulley, most likely due to the derailed cable scratching it. There were also various scratch marks showing light material removal and a rough surface finish at the distal end of the main tube. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage may be due to mishandling / misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable and tube abrasions with material removal,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si hysterectomy with bso procedure, a mega needle driver instrument jaws were misaligned. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.